Event description:
It was reported that during a visit to the hospital for a scheduled procedure, it was discovered that this right ventricular (rv) lead exhibited high out of range impedances and loss of capture (loc). It was noted that the high out of range impedances may have caused the rv bipolar pacing loc which led to a lead safety switch (lss) to unipolar pacing. A clinic visit is planned to further evaluate the rv lead. The lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received where the patient was seen at the clinic and the physician opted to continue monitoring the device. No adverse patient effects were reported. The device remains in service. Subsequently, additional information was received that reported that a lead revision procedure was performed. During the revision procedure, the rv lead was discovered to exhibit noise. Lead testing was performed, the noise was reproducible. Further review of the stored device data showed that the noise appeared to be oversensed. The physician decided to explant the pacemaker device and surgically abandoned this rv lead. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a visit to the hospital for a scheduled procedure, it was discovered that this right ventricular (rv) lead exhibited high out of range impedances and loss of capture (loc). It was noted that the high out of range impedances may have caused the rv bipolar pacing loc which led to a lead safety switch (lss) to unipolar pacing. A clinic visit is planned to further evaluate the rv lead. The lead remains in service. No adverse patient effects were reported.